Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio then replaced the printer keypad assembly and completed other, unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event the buttons on their device would not respond when pressed. As a result, defibrillation may not have been possible. No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event from the customer; however, no response has been received.